Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this implantable pacemaker was checked and describes the device as "faulty" and mentioned that the leads are failing, and this device is close to replacement. Patient wanted to know how to get the records from device interrogation. Boston scientific technical services (ts) explained that local representative operates under the direction of a physician. Also, any interrogation should be part of the patient medical records. Ts recommended contacting physician for more information. This right ventricular (rv) lead remains in service. No adverse patient effects were reported.